Manufacturer narrative:
Distractor has been returned and forwarded to manufacturer for evaluation.

Event description:
Dr at the hospital explanted a 02-300-30 micro-zurich 30 mm, end drive, 9 hole mesh body 1.0 mm screws, ti -6al-4v from a female pt, due to a possible weld break.